Event description:
During a sacrospinal ligament suspension of the vaginal vault, a "0" prolene suture needle was broken off inside the patient.

Event description:
During a sacrospinal ligament suspension of the vaginal vault, a "0" prolene suture needle was broken off inside the patient.